Event description:
Same case as #6000093-2005-00969. It was reported by a spouse that the pt was experiencing a "chicken pox like rash" on their back. The pt received a taxus express2 3.5x20mm drug eluting stent and a taxus express2 3.0x16mm drug eluting stent. About 5 days later the rash appeared. The pt's cardiologist is aware of the pt's rash but does not think that it is related to the stent. The dr feels it may be medication related. The pt is taking plavix.